Event description:
Consumer is alleging that while she was at work she received a call that her house was on fire. Upon arriving home, she is alleging that a fire marshall stated the cause of the fire could be a heating pad. However, consumer states she unplugged the unit before leaving the house. There was not a report of an injury with this incident.